Event description:
Reportable based on analysis approved 15 may 2007. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The calcified and 90% stenotic lesion was located in the left radial vein. The blood vessel demonstrated average tortuousity. After crossing the lesion, the balloon ruptured at 13 atms. The procedure was successfully completed with another of the same type device. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good".

Manufacturer narrative:
Device analysis: device analysis confirmed the complaint that was reported. A partial circumferential tear existed in the balloon material approximately 1mm proximal to the proximal edge of the distal markerband. The balloon was severely creased and was not re-wrapped correctly. Microscopic examination of the balloon material and of the distal markerband found no anomalies that could contribute to the complaint incident. A review of the manufacturing record for batch 8874945 shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no similar complaints have been received for batch 8874945. The root cause of the complaint incident could not be identified.